Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale: an impella 5.5 was placed via the axillary graft site to support the 68-year-old male who was admitted in with known coronary artery disease and plan for a bypass (CABG) surgery, presenting in scai stage d shock. This took place in (B)(6)/2025 and the pump supported for the patient's needs and was weaned and explanted after (B)(6) weeks. Later in 1/2026 the impact EU study documented there were two harms attributed to the pump support. There was melena/gastrointestinal bleeding and a nosebleed with relationship noted as definite to the impella. There additionally was an elevated plasma free hemoglobin, indicative of hemolysis, with relationship to the impella listed as probable. Of note, during the support the team had adjusted p levels as standard troubleshooting for hemolysis. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
H6 investigation type and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.